Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger not charging, battery charger problem) was isolated to the l4 inductor on the pca bedside board being knocked off. The root cause for the damaged l4 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem and was unable to charge a battery pack.